Event description:
The subject device was implanted due to a femur fracture. On 8/26/98, it was noted that there was a non-union of the femur fracture and the subject device had broken. The device was removed on that date.